Manufacturer narrative:
Investigation summary: bd had received a sample from by the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for a molding issue resulting in a small opening in the bottom of the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer sample, the customer¿s indicated failure mode for a small opening at the bottom of the tube was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure. There was no report of injury or medical intervention.